Manufacturer narrative:
UDI is unknown as the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, the reported atrial perforation was due to procedural circumstances. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported prolonged hospitalization and additional therapy/non-surgical treatment appears to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients. The implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report atrial perforation, medical intervention,and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, two days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that one clip partially moved on the leaflet. The other clip remain stable on both leaflets. The mr increased to grade 3. The patient remained hospitalized and underwent mitral valve replacement surgery. The atrial perforation was closed with an unspecified closure device. Then on (B)(6) 2017, the patient was readmitted due to heart failure. Details are listed in the article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.